Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the insulin pump had a keypad anomaly. Customer blood glucose was unknown but stable. The act button was not responding. Buttons have to be pressed for a long time for them to respond. Customer was unable to bolus. Customer's mother did not recall any significant events that may have caused the keypad anomaly. No further information reported.